Event description:
It was reported that on (B)(6) 2026 at 03:20, the patient's family was heard calling and immediately went to the patient's bedside to check on the patient and found that the 16f bard double lumen urinary foley catheter had come out. Upon examining the catheter, the balloon was found to be ruptured. It was immediately reported to the on duty doctor and instructed the patient to urinate on their own. The self urination was light red. It was also instructed to continue observing the patient, and there was no need to reinsert the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.